Event description:
The patient was undergoing a coil embolization procedure, in the gastroduodenal artery (gda). Using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp through the microcatheter, the ruby coil lp unintentionally detached within the microcatheter. Therefore, the microcatheter containing the ruby coil lp was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design or quality concerns.